Manufacturer narrative:
A field service engineer (fse) went on-site and observed that all waste valves and tubing were intact. The leak appeared to be water and wash concentrate. The fse checked canister seal integrity and connections and no leaks were seen. Fse also inspected rocker valves and replaced tubing. The instrument was then run and primed 20 times with no leaks observed.

Event description:
A customer contacted beckman coulter inc. (Bci) after noticing a pool of clear fluid leak coming from the back of the hydro. No injury was reported.